Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for vomiting and high blood glucose on (B)(6) 2020. Blood glucose level were 500 mg/dl and 546 mg/dl. Auto mode was off at the time of incident. Troubleshooting was performed. Customer was treated with intravenous drip. Customer experienced symptoms like vomiting. Based on customer report proceeding in troubleshooting customer was alleged possible pump under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the insulin pump got pump error as well as huge crack on it too at the back where the battery. The insulin pump will be and reservoir will not be returned for analysis.